Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade and pericarditis was reported. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The follow up tee imaging provided by field was reviewed at abbott and it demonstrated a circumferential pericardial effusion around the heart. Based on the information available and cine review, the cause of reported patient effects could not be determined. The unexpected medical intervention was a result of pericardial drainage via pericardiocentesis. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was chosen for implant using an unknown delivery system. A pericardial effusion occurred following the left atrial appendage occlusion (laao) procedure with the amulet device on the same date. The patient subsequently underwent pericardiocentesis on (B)(6) 2025. No additional details were provided.